Event description:
It was reported that a broken needle occurred. The sensor was inserted into the abdomen on (B)(6) 2023. No product was provided for evaluation. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed due to needle not being missing or detached from applicator. The allegation was not confirmed. The probable cause could not be determined.